Event description:
Customer tested 118 mg/dl on the aviva system; 2 hours later she tested 127 mg/dl on the aviva system. Low blood glucose results were reported with both results. Customer contacted her physician and was advised to go to the physician's office. One hour later, customer's physician obtained an unspecified result on the professional meter and customer was sent to the hospital. Customer was admitted to the hospital and treated with an IV (she states the IV may have contained glucose). Customer was released from the hospital the following day. Requested return of suspect device however customer has discarded the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.